Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a calibration error with their sensor. The customer's blood glucose level during the incident was 367 mg/dl. Troubleshooting was not performed because the customer disconnected the call. Additionally, the customer also stated that their blood glucose levels had been as low as 50 mg/dl and had gone up to 250 mg/dl. The customer declined troubleshooting for the high and low blood glucose. A voicemail was left to the customer to call back for troubleshooting. The device will not return for analysis.